Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and also stated that insulin pump did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify blank display anomaly due to critical pump error alarm. Device received with cracked retainer, fading serial number label, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Device received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify blank display anomaly due to critical pump error alarm. Device received with cracked retainer, fading serial number label, cracked reservoir tube lip and cracked battery tube threads.